Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report.

Event description:
It has been reported that the patient had her left side implants removed due to an infection. On explantation the implants were found to be in good working order.

Event description:
No new information.

Manufacturer narrative:
Additional information: d4, d6a, d6b, h4, h6. Correction: d9, h3. Device evaluation: follow-up report submitted to document device evaluation results. The reported event of the implant removal is confirmed, as the surgeon confirmed the reported event and the tmj devices were returned to stryker freiburg. The patient received a left tmj device in (B)(6) 2018 and later reported severe pain, swelling, and fluid drainage, leading to device removal in (B)(6) 2025. Although the implants were functioning well, infection with p. Acnes biofilm and nickel sensitivity were identified as causes for removal, with no device malfunctions; infections and metal allergies are recognized adverse effects documented in the product¿s instructions for use. Based on the investigation, there is no indication for an incorrectly working product or any design, material, or manufacturing-related issue. Therefore, no corrective and/or preventive actions are deemed necessary at this time.